Event description:
It was reported to boston scientific corporation that during preparation to place a contour vl ureteral stent, it was discovered that the packaging was torn and warped. Reportedly, the storage conditions were appropriate and no damage was noticed to the shipping container. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.

Event description:
It was reported to boston scientific corporation that during preparation to place a contour vl ureteral stent, it was discovered that the packaging was torn and 'warped.' Reportedly, the storage conditions were appropriate and no damage was noticed to the shipping container. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'fine.'

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned contour vl ureteral stent packaging revealed that the pouch was damaged by a tear. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. It is unknown how the unit was handled in the field; therefore, a cause for the event could not be determined.